Manufacturer narrative:
Upon reassessment of the reported event, it was determined this was reported under the wrong MFR number. This will be reported under MFR number 0002648920 - 2021 - 00459.

Event description:
Upon reassessment of the reported event, it was determined this was reported under the wrong MFR number. This will be reported under MFR number 0002648920 - 2021 - 00459.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk 10 m/l taper stem 00630505840 liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell unknown trilogy cup product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02188.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently the patient was revised approximately 13 years post implantation due to suspected metal corrosion and adverse local tissue reaction. It was stated that the patients cobalt levels had increased recently to 5.4. And a mir performed showed a suspicious area near the greater trochanter. The head, and liner were removed and replaced. There was some slight darkening in the head and very little on the trunnion of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.